Event description:
Patient implanted with ex-fix for a mandible fracture. One of the pins broke postoperatively. Reportedly, patient was punched in the face. Ex-fix was removed (B)(6) 2010 and patient was revised to a mandible plate.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.